Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue: the pump delivers all of a combo-bolus immediately rather than being delivered over an extended period) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2016 with the following findings: the pump black box showed a 5 unit combo bolus performed on (B)(6) 2016 at 17:14 with 50% of the bolus extended over 30 minutes. No other combo boluses were observed in bolus history. A 10 unit combo bolus was performed during testing with 50% of the bolus extended over 30 minutes. The combo bolus feature functioned properly during testing. The complaint was unable to be verified or duplicated during testing. Unrelated to the complaint, the display was found to be dim with a red hue.